Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  they are unable to connect to implant and patient is at MRI facility to have MRI. Patient said that they haven't used the programmer in forever as hcp performed reprogramming sessions and told them not to make any adjustments. Patient said they did replace the batteries in the programmer. Reviewed repositioning and patient tried to connect both with the antenna attached and without antenna connected. Patient also tried using different buttons on the side, both the sync and stim off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue due to age of implant. They reported that  initially the therapy provided relief for about the first 4-4.5 years. They said that in 2019 they started to have problems and did see managing hcp at the time (hcp has moved to a different state) in (B)(6) 2019, and hcp reprogrammed system and told them not to make any adjustments. They also said at the appointment that hcp suggested implanting a newer system however patient said at that time patient's medical insurance would not approve. They said that they did not notice any improvement however as hcp directed they didn't make any adjustments. Today when they attempted to connect to implant they only received the poor communication screen .they said they do not know therapy status, whether or not ins battery has depleted or not. When asked, patient said last felt stimulation about two years ago. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They called back repeating information already reported. Today when asked if they noticed a return of symptoms they said they have not had the ins checked, they said the last time they were able to have their ins checked , was (B)(6) 2019 and before that date they had "some complications". They said in (B)(6) 2019 the doctor reprogrammed it and that helped for a period of time but after that they asked for a prescription for their bladder. They said the doctor wanted to replace the implant but their insurance would not approve it. Patient services redirected them to work with a doctor. They said they have tried to get an appointment with a new doctor but can't be seen until (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.